Manufacturer narrative:
There is no serial number on this vacuum product. According to customer service, the most recent purchase by this customer was in (B)(6) 2010. There were no injuries sustained and the product is not known to have impacted or delayed a case. Allen has contacted the customer to request return for eval.

Event description:
An allen sales rep reported a communication with a hospital doctor and staff expressing their concern with the thickness or the most recently rec'd replacement flexiform head rest bladder. The flexible head rest design incorporates a vacuum bladder filled with polymer micro-beads that conform to the pt's head. The staff voiced concern that inconsistent micro-bead fill and overall thickness could impact pts by causing "head flexation." According to the rep, there was no pt involvement reported and no injuries resulting.